Event description:
The customer reported a loss of motorized movements. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface (rui) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.